Event description:
Condensation was noted on the insides of the overpouches after opening the minicap. This happened to approximately to 5 or 6 per box of 60. The caps were then thrown away and not used. Specific dates could not be provided, but the box was received in feburary. The home pt did state that the pouches seemed to be sealed, and that the moisture was clear droplets. None of the caps were used, therefore no pt injury or medical intervention is associated with this incident.